Event description:
Additional information was received from the manufacturing representative via email. Rep stated they have been trying to gather additional information but there is no new information since this report was filed. Here are the most up-to-date answers that the rep can provide. Issue has been resolved. Rep was asked about status of the removed leads and rep stated customer discarded. Device not available and not returned. Information was provided by physician and confirmed.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type screening device product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). It was reported that the patient just reached out to report that they will be having their leads removed tomorrow. The patient has had an immense amount of surgical pain post procedure. Pt has been unable to get comfortable and healthcare provider (hcp) thinks that it is best to remove the trial leads at this time. Pt is also in agreement. Pt has tried other programs and has received additional pain meds but is very uncomfortable. The cause is the issue is post surgical pain. Issue was ongoing.  Hcp does all of his procedures in the hospital so he asked the patient to go to the hospital tonight for pain management and to prepare for the lead pull tomorrow. It was then reported that the patient had their lead trials removed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 05-mar-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 05-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.